Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The investigation confirmed damage at the eyepiece funnel. In addition, examination of this area showed deep scratches and unidentified plastic on the coupling nut under the funnel. The investigation determined that the physical condition was consistent with stress applied through the user attempting to remove the funnel prior before cleaning. The eyepiece funnel is glued in place and not intended to be unscrewed; unlike some other endoscope models with a removable funnel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the eyepiece funnel was broken, a dark spot on the optical, and the outer tube was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oes elite endoscope's eyepiece was broken. The issue was found during reprocessing. There were no reports of patient harm.